Event description:
It was reported that there was a volume discrepancy. The actual volume was 11.2ml and the expected volume was 6.9ml. (A 4.3ml discrepancy). The cause of discrepancy was unknown. A catheter/ rotor/dye test was scheduled for (B)(6) 2015. The low reservoir alarm date was set for (B)(6) 2015. A refill and rotor study was planned for (B)(6) 2015. It was also reported that there was a also volume discrepancies on (B)(6) 2014 of 3.2ml, (B)(6) 2015 of 3ml, (B)(6) 2015 of 5.3ml and (B)(6) 2015 of 4.3ml. The physician consistently documented the increased reservoir volumes. On (B)(6) 2015, the patient had their pump refill done and the volume discrepancy was 5.3ml more than expected. The volumes had been anywhere between 3-5.3ml more than expected. A dye study was also done on (B)(6) 2015, the catheter was found to be patent, the physician was able to aspirate 3ccs. The "dye plum" went to the correct place. It was also noted that the patient had a intraventricular catheter. The patient had deep brain stimulator (dbs) done on (B)(6) 2014, prior to dbs, the volumes were spot on. Since dbs was when the volume discrepancies began. The physician was speculating the dbs leads could have been interfering with the delivery of the baclofen pump. The patient was not showing increased symptoms and surgery was not warranted at that point. The plan was to continue to monitor the patient and volumes at refills. The dosing schedule was changed to flex mode. The patient's status at the time of injury was "alive-no injury." The pump system was delivering gablofen.

Manufacturer narrative:
Concomitant medical devices: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).